Manufacturer narrative:
The investigation determined that a patient sample was associated with the incorrect patient name and test when processed on a vitros 250 chemistry system. The assignable cause of the event was determined to be user error. The analyzer was operating as intended. The customer reused an sid without ensuring the previously programmed sid was processed to completion or deleted prior to reuse. The most likely assignable cause is user error while interacting with the vitros instrument.

Event description:
The customer reported that a patient sample was associated with the incorrect patient name and test when processed on a vitros 250 chemistry system. This event meets potential health and safety criteria, as test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).